Event description:
The reporter stated that a pt had surgery using the manta ray anterior cervical plate for c 3-c7 fusion on (B)(6) 2009 for nerve root pain. One of the variable screws backed out of the plate and was "coughed up" by the pt. The pt was seen at the doctors office. A barium swallow x-ray examination showed that there was no perforation of the esophagus at that time. There was no evidence of leakage from the esophagus. Radiographs confirmed that the screw was missing from the c3 level of the plate, and that two screws at the c7 level are also backing out of the construct. There was bone fusion at the upper level of the construct. At the lower part of the construct where 2 screws were seen to be backing out of the plate, fusion was not complete. The surgeon plans to closely monitor the pt's condition.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.